Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that a couple of the buttons stopped working on the pump and one of the buttons jammed. Customer stated that this happened a couple of weeks ago. Customer stated that he was just watching tv and the pump did not get wet. Customer removed the battery and the pump started working. Customer had to re-enter his settings. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.